Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient heard their device "beep" twice. Clinic reported that they received an alert thru the care link monitor. Alert was noted to be related to the lead. No patient complications have been reported as a result of this event.